Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During transseptal puncture for a pulmonary vein isolation procedure, contrast staining was noted on the pericardium. An echocardiogram was performed which revealed no tamponade was noted. The procedure was stopped and the patient monitored. No further intervention was required and the patient was in stable condition.